Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had a mild stroke the night after his ins was replaced. He had left-sided weakness but was able to drive himself to his post-op appointment on (B)(6) 2017. It was noted that the patient was doing well with the stimulator and his pain relief was rated between 60-70%. The patient stated that a CT (computed tomography) scan revealed an old stroke 2-3 years ago but was unnoticed. The patient¿s medical history was reported as having hypertension, high cholesterol, failed back surgery syndrome, and an scs (spinal cord stimulation) hip replacement. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.